Event description:
It was reported that critical care nurses reported in an online survey that the physician stated that he/she was not able to successfully place the working sheath because the balloon could not be inflated sufficiently to dilate the thick dorsal lumbar fascia. This issue was reported in relation to the x force nephrostomy balloon dilation catheter without the eagle inflation device. Additionally, the physician stated that the patient was not stone free at the completion of the procedure, also in relation to the x force nephrostomy balloon dilation catheter without the eagle inflation device.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.